Event description:
It was reported that the arctic sun device had 2000 hour due, fluid delivery line (fdl) test had inlet pressure out of specs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Fdl test has inlet pressure out of specs was confirmed through the patient data cannot be determined or reproduce at the service depot. Serviced circulation pump. Performed pm procedure. Serviced mixing pump. Replaced heater, manifold o-rings, drain valves, tank tubing, coin cell. An electrical safety test and ctu calibration were performed and passed. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had 2000 hour due, fluid delivery line (fdl) test had inlet pressure out of specs.